Manufacturer narrative:
Pump performed within specifications.

Event description:
Additional info received on 2/17/1998 indicates on 2/9/1998 the pump was removed from the pt and replaced due to recurring incontinence.